Event description:
It was reported that this right ventricular (rv) lead exhibited high shock lead impedances measuring 125 ohms. Additional information suggests a 4j commanded shock test was performed and technical services informed what impedance measurement should be at during the test. At this time, the rv lead remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated this right ventricular (rv) lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock lead impedances measuring 125 ohms. Additional information suggests a 4j commanded shock test was performed and technical services informed what impedance measurement should be at during the test. At this time, the rv lead remains in service. No additional adverse patient effects were reported.